Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a longitudinal crack in the t-connector female luer while infusing on a patient in the picu. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
The customer¿s report of crack in the t-connector ¿female luer¿ was confirmed. Visual inspection observed that the female luer had a vertical hair line crack that measured 0.22 inches long. The cavity number on female luer is 12. There were no other damages or any issues observed with the rest of the t-connector set. The female luer was inspected under a microscope, to determine if any stress marks were noted. No stress marks were observed during visual inspection. Functional testing was performed by removing the lab 10ml bd syringe plunger and adding blue dye water and connecting it to the female luer. The syringe was depressed and a leak was observed as fluid flowed through the crack on the female luer on the used extension set received. The root cause of the leak was identified as a crack. The cause of the crack is unknown.